Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 bio film was broken, and fingerprint scanner was unable to read fingerprints. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist mentioned that there was damage to the film, which required replacement. The tss stated that the customer was unable to locate the keys for dispatch. Multiple follow-ups have been made, but no response has been received from the customer.